Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 172 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with black shadow on the display due to warped and uneven component on the lcd board. The insulin pump was received with rattling vibration due to vibrator motor adhesive not adhering. No unexpected vibration anomaly noted. The insulin pump power up properly after battery installation, operating currents are within specification. The insulin pump was monitored for blank display and no blank display anomalies were noted. No damage on the lcd isolation tape and no traces of moisture were noted at electronic or motor assemblies per visual inspection. No cosmetic damage noted.